Manufacturer narrative:
(B)(4). This lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal replacement procedure a possible right atrial (ra) lead malfunction was noted. It was not possible to determine the root cause of the malfunction thus this ra lead was implanted with the new device. During a follow up an increase in pacing impedance measurements were noted as well as noise on the electrocardiogram. The lead configuration was changed from bipolar and unipolar configuration, and a partial lead fracture was suspected. No adverse patient effects were reported.